Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular (rv) lead, the lead exhibited difficulty to insert in the catheter. The lead was not used and a new lead was implanted. There were no patient consequences.